Event description:
The customer reported 8 false positive results on the alinity m sars-cov-2 assay. There was no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m sars-cov-2 assay, list number 9n78-90, which is the same/ similar to the alinity m sars-cov-2 assay, list number 9n78-95, which received FDA eua approval.

Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m sars-cov-2 amplification reagent kit (list 9n78-90) is similar to the alinity m sars-cov-2 amplification reagent kit (list 9n78-95) sold in the united states. Ticket does not reference a us list 9n78-95 lot number.

Manufacturer narrative:
Investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: all the results logs were reviewed for validity of runs. The validity of the run containing the discrepant results were verified. All the runs were valid except few which were having instrument errors and error code 1999 which are not related to the issue. Amplification curves showed normal amplification. The assay met specification and no error codes or flags were displayed for the run controls except for april 3rd run where negative control was reactive with error code 9219. However, in the same run other negative control was not reactive which indicates that the assay and the controls are working fine. In addition, customer identified weak sars false positive results with passed controls one week earlier from the reported incidence. Instrument and lab de-contamination were performed. Based off the customer provided information in the ticket, lab contamination could be responsible for the reported false positive results as presence of reactive negative control is an indication of contamination. To mitigate contamination, customer was advised to exercise good laboratory practices and to continue cleaning the alinity m system. The alinity m sars-cov-2 package insert and the alinity m system operations manual were referenced to provide guidance on contamination and its corrective actions. A product deficiency was unable to be identified by this evaluation. Quality data review: device history record / batch record review review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471 (including the components). The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 525471. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471. The complaint history review did not identify any additional complaints related to the reported complaints for alinity m sars cov-2 amplification reagent kit (list 09n78-090) lot 525649. A product deficiency could not be identified from this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525649 was not identified.

Manufacturer narrative:
H10 corrected: investigation into this complaint included a customer data review, customer file review, quality data review and a complaint history review. The results of the investigation are summarized as follows: customer data review: all the results logs were reviewed for validity of runs. The validity of the run containing the discrepant results were verified. All the runs were valid except few which were having instrument errors and error code 1999 which are not related to the issue. Amplification curves showed normal amplification. The assay met specification and no error codes or flags were displayed for the run controls except for april 3rd run where negative control was reactive with error code 9219. However, in the same run other negative control was not reactive which indicates that the assay and the controls are working fine. In addition, customer identified weak sars false positive results with passed controls one week earlier from the reported incidence. Instrument and lab de-contamination were performed. Based off the customer provided information in the ticket, lab contamination could be responsible for the reported false positive results as presence of reactive negative control is an indication of contamination. To mitigate contamination, customer was advised to exercise good laboratory practices and to continue cleaning the alinity m system. The alinity m sars-cov-2 package insert and the alinity m system operations manual were referenced to provide guidance on contamination and its corrective actions. A product deficiency was unable to be identified by this evaluation. Quality data review: device history record / batch record review of the manufacturing packet for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471 (including the components) did not identify any issues which could result in the reported complaint. No records related to the reported complaint were found and did not identify any issues which could have led to the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471 (including the components). The CAPA review did not identify any existing internal issues or nonconformances related to the reported issue for lot 525471. Complaint history review: a lot specific complaint history review was performed to identify any related complaints to the ticket under investigation, which reported discrepant sars-cov-2 results while using alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471. The complaint history review did not identify any additional complaints related to the reported complaints for alinity m sars cov-2 amplification reagent kit (list 09n78-090) lot 525471. A product deficiency could not be identified from this review. Based on the results of the investigation elements, a product deficiency for alinity m sars-cov-2 amp kit (list 09n78-090) lot 525471 was not identified.